Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years three months post vena cava filter deployment a CT scan demonstrated the filter perforated, migrated and tilted . There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years and three months post vena cava filter deployment, a computed tomography scan demonstrated the filter struts perforated, migrated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and three months later, computed tomography (CT) revealed that an inferior vena cava filter was in place, morphology was suggestive of a bard recovery filter. The apex of the filter was found to be above the renal vein inflow on each side. No evidence of any embolized filter fragments found into the included portion of the lungs or heart on this exam. There was slight degree of tilt of the filter. There was evidence of penetration of some of the legs through the caval wall, although the lack of retroperitoneal fat around the cava made evaluation for this somewhat limited, there appeared to be roughly about 2-3 mm of penetration of several of the legs through the caval wall. No definite evidence of any filter legs fracture was noted. Therefore, the investigation is confirmed for alleged filter migration and perforation of the inferior vena cava (ivc). However, the investigation is alleged inconclusive for filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,d4(expiry date: 07/2014),g3,g4. H11: d1,d4,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.